Event description:
It was reported that, after a tka procedure had been performed on an unspecified date, patient required a facetectomy on (B)(6) 2022. The surgeon thought the patella was too small so he changed it to a 41 mm oval patella. In addition, the journey I insert was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been received; therefore, there were no clinical factors found which would have contributed to the event and a malperformance of the device cannot be concluded. The patient impact beyond the reported planned facetectomy which resulted in a patella revision and insert exchange cannot be determined. Of note, the insert post was reportedly ¿intact on this knee¿ and not due to component failure. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factor that could contribute to the reported event include size selected. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.